Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. Customer drank juice to address bg. Additionally, it was reported that pump settings needed adjustment. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 2:19:56 am to 2:44:56 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:14:56 am. On (B)(6) 2020, at 9:53:41 pm, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2020, at 10:14:03 pm, 10:45:20 pm, 10:58:55 pm, and 11:06:01 pm, user made bolus requests while still having insulin on board (iob). On (B)(6) 2020, at 12:54:58 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.